Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the right ventricular lead electrical parameters were in range prior to screw in. When the lead was screwed into the body, high threshold was noted. Repositioning was attempted but during an attempt the stylet became entangled within the lead. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
Correction: the previously reported code 2891 should have been 3266.

Manufacturer narrative:
A complete lead was returned in one piece with a stylet inserted. The cause for the inability for helix retraction was due to the helix being clogged with blood and an over torqued inner coil at the connector region. The cause of the inability for stylet removal was due to an over torqued inner coil at the connector region. Analysis was normal.